Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that soon after this right ventricular (rv) lead was implanted, a monitoring ECG showed pacing failure. An x-ray showed that this lead dislodged from its original position. A revision procedure was done. During the procedure, this lead was damaged and could not be re-used. A new lead was successfully implanted and the procedure was completed without further issues. No adverse patient effects were reported following the procedure.